Event description:
Same case as #6000093-2005-00922, 6000093-2005-00923, same patient as #6000093-2005-00918, 6000093-2005-00919, 000093-2005-00920. It was reported that five months after a drug eluting stenting treatment procedure the pt experienced a myocardial infarction (mi). The lesion being treated in the index procedure was a 2.5mm, 95% stenosed portion of the saphenous vein graft in the proximal right coronary artery (prox rca). The physician treated the lesion with predilation and successfully placing three taxus express2 8.8% drug eluting stents, two 2.50x24mm, and a 2.50x20mm with a 2.0mm overlap of all three stents. There were no complications. The pt was discharged the next day on plavix and aspirin. It was reported at the six month follow-up check that the pt experienced a non q-wave mi five months after the procedure, as evidence by elevated cardiac enzymes. In the opinion of the physican the relationship of the mi to the taxus stent and the target vessel is unknown.